Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026 when the nurse was treating a patient with intravenous fluids, the puncture process was smooth with no resistance and properly secured with a sterile dressing. During the infusion process fluid slowly oozed out from both sides of the cannula, there was blood return, given to flush the tubing, there was obvious resistance, immediately stop the infusion, pull out the cannula, replace the puncture site, the subsequent patient had no discomfort, vital signs were stable, and the treatment was carried out smoothly.